Event description:
It is reported the patient was revised to address the cup having gone into protrusio inside of the pelvis.

Manufacturer narrative:
Evaluation summary: review of the image provided indicates that the device was damaged most likely from the removal process. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Cause cannot be definitively determined. No devices were received; therefore the condition of the components is unknown. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.